Event description:
It was reported that shaft break occurred. The 85% stenosed taget lesion was located in a coronary artery. A 3.5mm x 15mm quantum maverick balloon catheter was selected for use. However, when the device was unpacked the shaft broke. The procedure was not completed. No patient serious injury nor complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. The tip, balloon, inner/outer shaft, and hypotube were microscopically and visually inspected. Inspection revealed a complete separation in the hypotube located 58.9 cm from the tip of the device. The fracture faces were oval, as if kinked prior to separation. Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in a coronary artery. A 3.5mm x 15mm quantum maverick balloon catheter was selected for use. However, when the device was unpacked the shaft broke. The procedure was not completed. No patient serious injury nor complications were reported and the patient's status was stable.